Event description:
On 2/18/97, the physician's nurse contacted a MFR sales rep and reported that the physician has experienced three device catheter shear incidents. This report investigated the second incident. The physcian's nurse did not have any details surrounding any of the three incidents. The MFR's address was provided so that a letter could be sent from the physician regarding these incidents.

Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit conducted from 8/24/98 through 9/15/98. A review of the device history record did not reveal any mfg variances related to this event. The device in question was not returned to the MFR for analysis. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. Due to the legal nature of this incident, all further communication/investigation will be conducted via the previous/current MFR's legal depts. No further details are available. The MFR is now closing the file on this event. MDR#1219454-1997-00170, MDR#1219454-1997-00171 and MDR#1220923-1997-00035. Submitted to the FDA 1/26/99.